Manufacturer narrative:
Block h6: imdrf impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned with the retainer clip. The tip did not present evidence of electrocautery. An electrical test was performed to verify the continuity between the radio frequency (rf) connector and the distal rf electrode, and the device did not show continuity. X-ray analysis was performed, and the signal cable was found broken at the monopolar section. A microscopic and destructive inspection was performed, and the signal cable was broken and entrapped by adhesive between the handle halves. It also showed evidence of being mechanically cut. No other issues were noted with the stent and delivery system. The reported event of cautery failure to deliver energy was confirmed. The investigation concluded that the observed failure of signal cable broken was likely to have occurred when the copper wire got caught in between the handle halves and hypotube; however, it is not possible to determine if the break was due to the handle closing in the around the cable or if cable was damaged and weakened but not completely cut through. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 26, 2023, that an axios stent and electrocautery enhanced delivery system was implanted in the bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on an (B)(6) 2023. During the procedure, there was no electricity generated when trying to cut through the tissue. The cable to the erbe device was replaced twice and the patient's grounding cable was replaced once, however, there was still no electricity generated. The procedure was not completed, and the physician re-scheduled the procedure using another stent. On (B)(6) 2023, a new stent was successfully implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on april 26, 2023, that an axios stent and electrocautery enhanced delivery system was implanted in the bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on an (B)(6) 2023. During the procedure, there was no electricity generated when trying to cut through the tissue. The cable to the erbe device was replaced twice and the patient's grounding cable was replaced once, however, there was still no electricity generated. The procedure was not completed, and the physician re-scheduled the procedure using another stent. On (B)(6) 2023, a new stent was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure.